Event description:
Reporting status: death. Reporting rationale: perforation not sealed/death. Device issue: leak - stent graft. It was reported that a dissection to lcx - svg, distal to another company's stent, was treated with a graftmaster; however, the perforation could not be controlled and the patient subsequently expired. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the event description. It is possible that the perforation was longer than the stent graft or that during deployment of the stent graft, the perforation increased in size. It is also possible that the stent graft was not placed centrally over the perforation. The device was not returned for investigation; therefore, no device malfunction can be identified. No root cause could be determined.